Event description:
It was reported that the intraocular lens was explanted from the patient's left eye in a secondary procedure due to intolerable halos/glare. There was no incision enlargement created during the explantation of the lens, no vitrectomy performed, and no complications. Patient was noted to be doing well one day post-operatively. A new lens was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.